Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The suture detachment was confirmed as a needle to cuff miss. In addition, the analysis of the returned device found the posterior foot was separated (not returned). Although it was reported that the suture was detached, the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. The reported suture detachment/suture retrieval issue and subsequent treatment appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a moderately calcified common femoral artery (cfa) using the preclose technique prior to transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, a suture break occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.